Manufacturer narrative:
Product event summary: the stylus was not returned with the programmer so the event could not be confirmed, however, a new stylus pen was installed and was calibrated with the overlay screen, the display worked as normal. It was also noted that there was a broken keyboard hinge.

Event description:
The programmer has been returned for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer stylus would not calibrate. The stylus was replaced and still would not calibrate. It was recommended the programmer be returned for service. The status of the programmer is unknown. There was no patient involvement.